Event description:
Customer reported a motor error on his insulin pump. He wanted to get back to the main menu to see how much insulin he received from the last delivery. Customer was assisted with a false prime because, he did not have an infusion set ready. Customer declined troubleshooting for motor errors and said he will just monitor the device. His blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.